Event description:
It was reported the t2 did not trigger.

Manufacturer narrative:
Device investigation narrative - two 72201494 ultra-fast-fix ab assembly-curved needle devices returned. These devices share an issue but have their own complaint #¿s. They are not identified with their respective complaint numbers. The devices are in used condition. The complaints listed ¿t2 did not trigger¿. The blue split cannulas were not returned. The depth limiters were not returned either. The devices were returned with both t¿s and loosened sutures. Device #1 had t1 freed from the needle track. T2 and remaining suture were within the track. The needle is noticeably bowed and bent. This style of needle delivery system requires a manual push of the button for the advancement of each anchor into position. The actuator will no longer fully advance due to the needle¿s damage. IFU warnings states ¿do not bend delivery needle.¿ twist or bend can interfere with advancement and removal of t¿s. Device #2 has a slight twist at the distal tip of the needle. Functional manual advancement of the actuator was successful. T1 and t2 positioned and were each manually stripped off the needle as intended. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.